Event description:
It was reported that signal loss occurred frequently (B)(6) 2026. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was provided for investigation. The allegation was confirmed due to the finding of signal loss over one hour occasionally within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).